Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During an atrial fibrillation procedure, a pericardial tamponade occurred requiring a pericardiocentesis and surgery. Ultrasound guided bifemoral venous access was obtained, and 2 transseptal punctures were performed using a swartz sl0 introducer and a brk transseptal needle using fluoroscopic and transesophageal echocardiogram guidance. It was difficult to see the second sheath on the transesophageal echocardiogram, but it appeared to be away from the aorta. On fluoroscopy it was anterior and inferior to the first sheath. The first sheath was exchanged for a non-abbott (vizigo) sheath and a mapping catheter was inserted into the left atrium and deflected down towards the annulus. The second sheath had a non-abbott (octaray) mapping catheter to map the left atrium. The patient was heparinized sequentially after each puncture. The non-abbott (octaray) mapping catheter did not move normally, and it became evident that there was epicardial in the transverse sinus. The heparin was reversed with protamine and the sheaths and catheters were removed from the epicardium and left atrium. There was evidence of fluid accumulation around the heart on the transesophageal echocardiogram and the patient became hypotensive. Vasopressors were used, and percutaneous drainage was attempted but blood was unable to be aspirated from the pericardial space. This was difficult due to pectus excavatum. The cardiothoracic surgical team then transferred the patient to the theatre. A sternotomy was performed, and the pericardium was opened to relieve the tamponade. 400ml of blood and clots were removed and the patient stabilized. There was no bleeding point identified around the heart, and suction was performed in both pleural spaces. The wound was closed, with drains in situ and the patient transferred to the intensive therapy unit.